Event description:
It was reported that the pace/sense portion of the right ventricular lead was possibly fractured. The lead was oversensing and the impedance was high; a lead integrity alert had been triggered. A new pace/sense lead may be implanted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2005. (B)(4).